Event description:
A customer contacted beckman coulter inc (bci) regarding ongoing issues with troponin (accu tni) results on pt samples analyzed on the access 2 instrument. Based on available info, the erroneous results were reported out of the lab and an ER physician called about the results. The lab retested the original samples on a different instrument in their lab and recovered different results. The actual results were not provided, and bci was not able to determine if accu tni results were above or below the ami cutoff value of 0.50ng/ml. No additional info regarding this event was provided by the customer. The customer did not receive any report of pt injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before the event. All levels of qc failed following the event. Based on available info, customer noted wash valve motion errors just after the event, but no errors were seen while running the pt samples. A field service engineer (fse) was dispatched to the customer's lab: the fse rebuilt wash pump. The fse performed a system check, a 15-point precision testing on cardiac markers with good results. The fse verified system operation per established procedures and results meet published performance specifications. Hardware issue addressed by the fse may have contributed to this event, but a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.